Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 1300mg/dl. The customer stated that she was vomiting the day before and thought that the vomiting was due to something she ate. The customer does not remember what happened and she was unresponsive. The customer mentioned that the diabetes educator at the hospital stated that the reservoir was empty. The customer's most recent glucose reading was 295mg/dl. The customer stated that she will be on back up plan until further notice. No additional information was provided.